Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that novum iq large volume pump underinfused during infusion. The pump rate and volume to be infused were 2.5 ml/hour and 90 ml of fentanyl. Then the volume remaining in the bag was supposed to be 62.5 ml, the bag appeared to be essentially full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3 - update date to 02/25/2025. Additional information was added to d5, g2 (add source), h6 (update codes), and h11. H11: a review of the event history log review showed the programmed infusion a day prior; no issues were observed that contributed to reported condition. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.